Event description:
IV tubing broke at a connection where the tubing should be sealed. The tubing was not pulled or yanked, it just fell apart. Once the disconnection was noted, the entire IV tubing was removed and bagged. There was no air in the short pigtail and the IV was easily flushed and had good blood return. New tubing was connected and the IV infusion was resumed. No need to remove or restart the IV. Event did not cause any delay in treatment or prevent a timely discharge.